Event description:
Surgeon was using an ethicon echcelon endoscopic linear cutter on the patients lung. The device locked up when the gray handle was touched lightly before firing. A new device was opened to continue the procedure.